Manufacturer narrative:
(B)(4).

Event description:
It was reported that after replacement of the implantable neurostimulator (ins) the pt felt no stimulation sensation and was retaining urine despite trying all programs to the maximum limit. The lead and new ins had functioned well during testing with "excellent parameters" during the ins replacement, but then stopped functioning. It was indicated that the problem was with the lead. Surgical intervention had not yet occurred. There was no injury to the pt. Additional info has been requested, a f/u report will be sent if additional info becomes available.